Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock three days post implant. It was reported that the patient was brushing their teeth with an electric toothbrush using their left arm at the time. Noise was able to be reproduced with left arm movement in primary and secondary sensing vectors. Additionally, low signal amplitude measurements were noted in alternate and secondary sensing vectors. Technical services (ts) discussed potential programming and troubleshooting options. A chest x-ray was performed and noted the position of the electrode appeared to be deviated off of the sternum with the tip over the pectoral muscle. Surgical intervention was undertaken. The electrode was repositioned to a more sternal position. The sensing vector was programmed to primary. A couple of noise markers were observed intermittently when the patient locked their hands together and pulled them apart. The physician left the sensing vector programmed to primary and planned to continue monitoring. Additional information was received that this electrode and device exhibited oversensing of noise two days post electrode revision. An untreated episode was stored as a result. Review of the untreated episode showed a combination of reduced signal amplitude measurements and myopotential noise. Ts discussed potential programming and troubleshooting options. The patient was then seen for in clinic follow up. Noise was able to be recreated with rapid arm movements and decreased signal amplitude measurements were able to be recreated with the patient laying on their right side. Ts discussed advising the patient not to lay on their right side and to avoid rapid arm movements. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.